Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in pt's body, pt will likely be required to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.